Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09214. It was reported that an asymptomatic patient presented with noise over-sensing on the right ventricular channel. The over-sensing caused pacing inhibition. It was unknown if the issue was a lead malfunction or a pacemaker malfunction. Device testing was recommended to the physician. Patient was stable after the event.